Manufacturer narrative:
The device was returned to zoll canada for evaluation, but the reported issue could not be replicated. Logs were unable to be downloaded from the device and could not be used as part of the investigation. Testing confirmed that all buttons, alarms, and functions operated as intended. The device passed all inspections and functional tests, with no faults found. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old female patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.